Manufacturer narrative:
Concomitant medical product: 4568-53 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up, the patient was in asystole and seizing. The physician quickly reprogrammed back to unipolar. The physician felt the warning to confirm presence of bipolar lead should be sooner in the polarity programming. Polarity confirmation occurs after the program button is touched, not during the selection of unipolar to bipolar or a warning should occur. The physician feels the warning comes too late in the programming steps. The device remains in use. No further patient complications have been reported as a result of this event.